Event description:
It was reported that all components were explanted due to frequent charging of the implantable pulse generator (ipg). The patient was doing well postoperatively, and the explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 20313120 / 20346309. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319. Batch/lot number: (B)(6). Model/catalog description: clik x MRI anchor. Unique identifier (UDI) #: (B)(4).